Event description:
This manufacturer does not provide a remote alarm cable for this ventilator. They provide cables for other models, but not model 840. These cables are used to trigger remote alarms for pts in isolation behind closed doors. The remote alarm assures that it will be heard outside the pt room. Lack of this cable seriously compromises pt safety.